Event description:
It was reported that information received on 2/5/09 stated "an abrasion." Additional information received on 2/6/09 stated patient (pt.) Had medical history of ami in 2008. Coronary angiogram from 2008 showed pt had a "known three vessel disease with left main artery stenosis." After that month, a "stabile angina pectoris", angina had worsened. In early 2009, pt had severe central chest pain & shortness of breath. EKG in ambulance showed a new left bundle branch block (lbbb). Pt was admitted to cardiac ward. A ucg was performed, showed an ef of 30%, compared to ef 55% from april of 08 & also had elevated troponin t levels. Blood pressure was stable, but pt had signs of severe acute heart failure. He was accepted for a high risk pci with iabp support. Procedure was stated the same day at 14:26 & iab catheter was inserted without complications. Drugs/concentrations administered: inf bivalirudin as routine. During pci switched to inf eptifibatid. Inj eptifibatid i.v. 2mg/cc 7.3cc x 2 as routine followed by inf eptifibatid 0.75 mg/cc 13cc/h i.v. Inj. Diazepam 5mg/cc 1.5 cc i.v. (Total dose during pci), inj. Morphine 1 mg/cc 7.5 cc i.v. During iabp treatment, before starting pci. Blood pressure was 115/60 before iabp support & 95/25 when iabp was on. Pci procedure was long & complicated, but successful. Pci performed on main left artery & proximal lad. Pt. Transported to cardiac ward with iabp support. During that evening & night, pt was stable with map 75-90. Augmentation was 30-35, heart rate 80-90 & normal sinus rhythm. Routine check of helium tube was performed every hour. At 05:10 the next day, pt complained of abdominal pain & nurse saw swelling around insertion site of iabp. Md was called & when he arrived "the swelling had gone back." Insertion site around catheter was cleaned & covered again. Nurse checked helium tube & noticed nothing wrong. At 05:30 that day, iabp alarms for "high pressure." Helium tube was checked for "kinks" but none were found. As soon as iabp was turned on, alarm went off again. After trying to turn on pump 5 times blood appeared in lumen of helium tube. Pump was immediately turned off & md was called. Pci operator came to ward 15 minutes later. Approximately 20 minutes after iabp was turned off, pt experienced severe chest pain, heart rate was elevated 144/min, increased shortness of breath & pulmonary edema. Blood pressure was 95/65 & falling. Pt was in cardiogenic shock & received CPAP treatment, i.v. Diuretics and i.v. Morfin. On the same day at 06:40, pt expired & iabp was removed by pci operator & md on call.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.